Event description:
It was reported that the pacemaker device entered into safety mode in a pacing-dependent patient. The health care professional (hcp) was informed about the unipolar and sensitive safety-mode settings. The patient experienced two syncopal episodes and loss of consciousness, likely due to pacing inhibition caused by oversensing of myopotentials during arm movements while this pacemaker was operating in unipolar mode. The patient was admitted to the hospital, and the plan was to have this device replaced soon. The device currently remains in service. No adverse patient effects were reported.